Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The device was removed as per usual without any problem and the procedure was completed with another of the same device. There was no patient complication reported.